Event description:
As reported by the patient, he developed either a virus or a corneal opacity ou (both eyes), associated with the use of the disinfecting solution. However, the final diagnosis is unk at this point. This event that began very suddenly approx. During the first week of (B)(6) 2013, caused the loss of most of the patient's vision in both eyes, in addition to pain. The patient reports that they also experienced cloudiness, but was unclear on whether their vision was cloudy or if the doctor saw cloudiness in the cornea. The patient went to the doctor the same day of the onset of the vision decrease, and has been under the care of an ophthalmologist and corneal specialist since. The doctor believes that the possibility of a virus is slim because the patient and the patient's spouse use the disinfecting solution's lens cups interchangeably and the spouse has not experienced any issues. But the patient was advised that they may be facing a corneal transplant. Unk drops were prescribed and have been used for the duration of the event, but have evoked no change in the patient's symptoms. The pt was scheduled for a follow-up appointment with the corneal specialist on (B)(6) 2013. Add'l info received on (B)(4) 2013 stated that the patient visited the corneal specialist on (B)(6) 2013 but did not receive a specific diagnosis. Treatment continues with the unspecified drops. The pt also stated that the "haziness" has subsided some but now he is suffering from diplopia. He stated that a little bit of vision has returned. Add'l info received on (B)(4) 2013 stated that the patient had another visit to the corneal specialist today and was given a diagnosis of microbial fungal infection, ou, which was confirmed by a culture. The patient was prescribed new eye drops, but the patient has no specific info about the drops or infection. The patient has another follow-up scheduled on (B)(6) 2013, and the doctor stated that if the patient is not resolving by monday, further investigation will be needed to determine if it is a corneal disease. Although, the doctor is fairly certain it is a fungal infection. Add'l info has been requested but not yet received.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unk, therefore further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).